Event description:
No further event information available at the time of this report. Tooth location 6.

Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review was completed for the subject lot number 1207938. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1207938) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be determined for the reported event; however, probable causes related to this event include customer error in screw torqueing. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number : (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iunihg) came loose in the abutment in the patient mouth.